Event description:
It was reported that customer experienced repeated occlusion alarms that have increased. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.